Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving baclofen (500mcg/ml at 98mcg/day) and bupivacaine (5mg/ml at 0.9768mg/day) via intrathecal drug delivery pump. The patient had a history of multiple sclerosis. The indication for use was not noted. It was reported that on (B)(6) 2018, a dye study was performed. The physician was able to aspirate fluid easily. The dye was injected and was not seen exiting the tip of the catheter. There was a golf ball sized accumulation of fluid in the lumbar spine at the anchor site. No environmental, external, or patient factors were reported to have caused this issue. Surgical invention was planned, but not yet scheduled. The issue was not resolved at the time of the report. The patient was said to be "alive - no injury." No symptoms were reported. There were no further complications reported at this time. Additional information was received from a manufacturer representative. It was reported that the date of the event was (B)(6) 2018. A catheter leak was assumed since the fluid accumulated in the lumbar spine, but it was unable to be determined exactly where the leak was. There were no further complications reported at this time.